Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation, medical device problem code) following a previous complaint a new batch was opened and the same issue occurred: the catheter could not advance through either the 8 fr or the additional 9 fr introducer. The issue was resolved by using a device from a different manufacturer, allowing successful counter pulsation setup. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Following a previous complaint a new batch was opened and the same issue occurred: the catheter could not advance through either the 8 fr or the additional 9 fr introducer. The issue was resolved by using a device from a different manufacturer, allowing successful counter pulsation setup. The product was returned with the membrane loosely folded, and blood was observed on the exterior of the iab and traces inside of the inner lumen. The sheath was not returned for evaluation. One kink was observed on the catheter tubing approximately 72.6cm from the iab tip. The one-way valve was also returned. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing and the one-way valve was performed, and no leaks were detected. The catheter tubing outer dimensions were measured and they met the specification for a sensation plus 8fr device. The reported failure of ¿difficult/unable to advance iab through sheath¿ is unable to be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, e1 (mail ID), g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11 corrected fields: d9. Iab - difficult/unable to advance iab through sheath following a previous complaint a new batch was opened and the same issue occurred: the catheter could not advance through either the 8 fr or the additional 9 fr introducer. The issue was resolved by using a device from a different manufacturer, allowing successful counter pulsation setup. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Event description:
N/a

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, a new batch was opened, and the same issue occurred again: the catheter could not be advanced through either the 8 fr or the additional 9 fr introducer. After replacing the device with one from a different manufacturer, the counter pulsation procedure was successfully completed.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(type of investigation).

Manufacturer narrative:
Updated fields - a2, a3a, a4, b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Event description:
N/a.